Manufacturer narrative:
The reported event that unknown selzach_product (as reported: 6610xx, axsos 3 locking screws) was alleged poor fixation could be confirmed based on the x-rays provided. A clinical evaluation of the x-rays provided was requested and, the following was concluded: ¿the loosening of the screws is obviously because no torque wrench was used which is strongly recommended for two main reasons: to prevent the surgeon from fusing plate and screw by using too much force and to prevent loosening of screws, when to little force is applied to the screw. Here, too little force has led to the second complication. The non-locking screw does not held in the epiphysis of the proximal humerus at all. The operative technique clearly states that ¿always perform final tightening by hand using the torque limiter ((B)(4)) in combination with a screwdriver bit t15 (ref (B)(4)) and the t-handle (ref (B)(4)). The device inspection was not possible as the product was not returned for investigation. The batch record could not be reviewed because the affected device was not returned and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
Prox humerus plate was implanted on june 28th, the surgeon contacted me today with x-rays to show that two locking screws and one cortical screw is backing out. Patient will require a second surgery to either remove screws or readjust.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
Prox humerus plate was implanted on (B)(6), the surgeon contacted me today with x-rays to show that two locking screws and one cortical screw is backing out. Patient will require a second surgery to either remove screws or readjust.